Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra2 was set to the wrong language. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 at 6pm. The patient obtained a result of 86 mg/dl with the subject device. The patient manages his/her diabetes with pills, diet and/or exercise. The patient confirmed that he/she did not make any changes to his/her usual diabetes management regimen in response to the alleged product issue. The patient claims she/he developed symptoms of "sweating, tingling and went to sleep" 2 hours after the product issue. The patent alleged self-treatment with food and/or drink at an 8pm. At the time of trouble shooting, the cca walked through a retest with the patient and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.